Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient.caller said the patient has been in and out of the hospital and is now in a rehab facility. Caller said the patient is showing symptoms like the device isn't working. Caller said they need a rep to come to the rehab facility. Reviewed option for family member to call ps when they are with the patient to troubleshoot. Caller said they need a mdt rep to come. Reviewed role and facility will need to call in and page rep. Patient representative (from care facility) called back and repeated information previously noted regarding not knowing if ins therapy is on or off. Patient representative did not have patient or external equipment with them during the call and did not know what external equipment was. Patient representative(rep) had been trying to contact nas to set up mdt rep assistance, agent warm transferred to nas again. On 3-march-2026: tss walked hcp thru interrogating ins without the patient's remote and stimulation was showing on at 3.0ma. Caller did not know when the patient stimulation was turned back on after surgery. Caller notes that the patient was asking to urinate frequently and this has been noted by the patient's family as well. Tss reviewed that if stim was off for a while and then recently turned on again, there could be a delay in benefit that's occurring. Tss also reviewed that something could have changed with pt's therapy that needs attention and to see managing hcp if pt's symptoms persist. The patient is currently in rehab facility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor: urinary dysfunction/sacral nerve stim. It was reported that the patient is in the hospital right now with symptoms. The patient representative said that the patient had gotten an infection, which may or may not be related to the device/therapy, but the patient was going back to the original symptoms; the patient had huge urine retention and was not emptying their bladder and was retaining urine again. The circumstances that led to the reported issue were asked about but unknown. The patient was redirected to their healthcare provider to further address the issue. The agent reviewed the role of the representative and provided the nas number for hospital staff to call. The agent emailed healthcare provider listings to the patient's daughter. The patient representative mentioned that the patient had to have a pacemaker put in, and the interstim was turned off. The patient went back to their assisted living place and had a pretty bad infection. Additional information was received on 2026-02-16. The patient rep called back, providing further event details, specifying that they had helped the patient turn therapy off before a medical procedure using the patient programmer. Following the procedure, they attempted to turn therapy back on again but were unable to due to an unknown error message on the patient programmer. The caller stated that the hospital staff later told them that they were eventually able to get therapy back on, but the caller is concerned that they may be misunderstanding the patient programmer and didn't actually turn therapy on because the patient is still experiencing baseline symptoms. Offered to assist the caller with patient programmer use and troubleshooting, but the caller clarified they are unable to travel to assist the patient in person, which is why they wanted field staff to visit the hospital to check therapy status. Reviewed the role of field staff.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.